Manufacturer narrative:
Device evaluation-lens was returned in a small vial with clear surgical residue/debris on it. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. (B)(4). Conclusion: review of the file indicates that the lens was not implanted in accordance with the dfu requirements. Patient's anterior endothelium chamber depth is below 3.0mm for vicl/vticl. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a12.6mm vticmo12.6 implantable collamer lens, -8.00/+0.5/86 diopter in the patients right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to a refractive surprise. The lens was exchanged for the same lens model with a diopter -7/ +0.5/84 diopter and the problem was resolved.

Manufacturer narrative:
Corrected data: conclusion code not applicable, patient's acd is above 3.0mm. (B)(4).